Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va25gs5, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 30-jan-2024, UDI#: (B)(4). Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller who had called in for an informational inquiry reported that one of their manufacturer representatives (rep) was at a lead revision to place a new lead. The caller did not have any further information regarding the case. The rep also called in during the procedure and reported that the health care physician (hcp) was doing a lead revision that day of the call due to a lead migration. The rep reported that the patient had fallen and that the patient had even fallen on the ins prior to that day and it was after the initial fall that caused the lead migration. Technical services was unable to get more event information given the rep was intra-operative. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33 lot# va25gs5 implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the programs were changed in the office to see where patient felt stimulation. The patient did feel stimulation in the vaginal area which is where she noted best therapy control.